Event description:
It was reported that the pt's tibia had subsided. The pt was revised on (B)(6) 2011. Per the surgeon's report, the device was not related to the event.

Manufacturer narrative:
Per the surgeon's report, the device was not related to the event.